Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13280. It was reported a patient presented in clinic for a procedure on (B)(6) 2021 due to right ventricular and atrial lead noise. Both leads were extracted and replaced. Post-procedure the patient was stable.